Event description:
It was reported that the patient felt a moderate to severe shooting from the center of his back to his left hip anytime he moved from a sitting position to a different position. The patient was having trouble adjusting his adaptive stimulation programming to a comfortable level. The patient was later instructed on how to decrease stimulation amplitude before he moved into another position. Diagnostic testing or troubleshooting performed included impedance checks, a battery check, and reprogramming decreased pulse width. It was further reported that there was no indication of system malfunction, and the patient was scheduled to receive sensor activation at his next appointment to help with overstimulation when he changed positions. The patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# va0rkgw, implanted: (B)(6) 2015, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3888-45, lot# va0rkgw, implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).